Manufacturer narrative:
The activ.a.c.¿ canister was discarded and the lot number was not provided. Based on information provided, it cannot be determined that the fall and staples are related to the activ.a.c.¿ canister. The patient was on multiple medications that could increase the patient's risk of falling with side effects such as dizziness, fainting, lightheadedness, drowsiness, and difficulty concentrating/confusion. The nurse reported the patient is non-compliant, pulls the vac off and does not utilize the carrying case. Additionally, the patient has a history of confusion and has fallen previously for reasons unrelated to v.a.c.® therapy. Device labeling, available in print and online, states: carrying case: use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips: follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of door knobs and other household objects that could catch exposed tubing.

Event description:
On 23-jun-2020, kci reviewed progress notes received from the patient's healthcare provider that noted the following: on (B)(6) 2020, the patient went to the emergency room "after having fallen while getting her feet caught in the tubing for the vac. [The patient] received 2 staples on her scalp." On 01-jul-2020, the following information was reported to kci by the nurse: the patient allegedly is non-compliant, pulls the vac off and does not utilize the carrying case. Additionally, the patient has a history of confusion and has fallen previously for reasons unrelated to v.a.c.® therapy. The activ.a.c.¿ canister was discarded and the lot number is unknown; therefore, neither a device evaluation nor a device history review could be performed.